Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that they have changed the battery on their AED, and it still does not power on. They replaced the battery pack as it was expired, and this new one is still good till next year. They reported that this did not occur during patient use.